Event description:
During regular follow-up, externalized conductors were observed with cine. Normal electrical function was noted. Patient is being monitored. ICD is approaching eri and will cine again during replacement to decide if the lead is to be capped or explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.